Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports while they had been wearing a pod for less than an hour the pods cannula had failed to deploy and the pods pink slide did not move forward upon initial activation. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was treated with insulin via syringe. The patient was released from the hospital after 2 days. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.